Event description:
As reported during use the pressure monitoring kit tubing became disconnected. There is no additional information. There is no patient injury. The device is not available for evaluation.

Manufacturer narrative:
Additional product codes include: kra catheter, continuous flush. The device was discarded; therefore, a product evaluation could not be completed. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was not completed. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.